Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl. Cause was not known. The customer changed their pump supplies to address bg. System check with tandem technical support confirmed the pump was functioning as intended.